Manufacturer narrative:
The returned driver was examined. The tip was found to have fractured off in a manner consistent with a torsional failure during screw removal. The complaint is confirmed. The cause may be attributed to high torsion values placed on the driver while attempting to back out the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding the proper usage of the device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the driver broke off in the screw when the surgeon tried to detach it after screw installation. There are no reports of patient injury associated with this event.